Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse rx pta balloon catheter. During the procedure, it was reported that the patient experienced some resistance and discomfort during insertion. Additionally, the catheter could not be deflated after use and even applying negative pressure with an indeflator syringe failed to remove it. An attempt was made to remove the entire sheath, but the shaft broke off. The wire remained in the lumen, so it was retrieved using a guiding catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported sheath insertion difficulty, deflation and detachment, removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse rx pta balloon catheter. During the procedure, it was reported that the patient experienced some resistance and discomfort during insertion. Additionally, the catheter could not be deflated after use and even applying negative pressure with an indeflator syringe failed to remove it. An attempt was made to remove the entire sheath, but the shaft broke off. The wire remained in the lumen, so it was retrieved using a guiding catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.